Manufacturer narrative:
The device and multifunction cable (mfc) were returned to zoll medical corporation; the customer's report was duplicated and attributed to the returned mfc cable was found to have gasket material inside the mfc cable connector causing interference with device connection. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an 81-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the patient subsequently expired, however they do not believe it was a result of the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.